Manufacturer narrative:
The specimen is lithium heparin collected in a pst tube. The sample appearance was normal. Qc was within specifications prior to and after the event. A system check performed on 05/22/09 passed within specifications. Customer is only questioning the results obtained in this event. A field service engineer (fse) was dispatched: a) the fse inspected the instrument and found "everything normal". B) per fse, the instrument was up to date on modifications and preventive maintenance. C) the fse performed a diagnostic testing which met specifications. A definitive root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained erroneously elevated results for troponin (accu tni) on one patient's sample. The initial result was 1.12ng/ml, and a result of 6.05ng/ml was obtained when the sample was re-tested. The sample was re-tested three more times and three results of 0.01ng/ml were generated. The sample was also tested on a different instrument and an accu tni result was 0.01ng/ml. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.